Event description:
In (B)(6) 2026 a presentation was made in germany at the eapci summit that was inclusive of an impella patient. The patient is an 18-year-old female who had presented with dyspnea, orthopnea, cardiomegaly, and extrasystoles on EKG. The echo imaging revealed left ventricular ejection fraction of 12%, mild mitral regurgitation, and severe tricuspid regurgitation. She was admitted in with cardiogenic shock and was initially supported by norepinephrine and levosimedan. On the 3rd day in the hospital, she had her intra-aortic balloon pump support escalated to include the va-extracorporeal membrane oxygenation and an impella. On the 5th day of support thrombus was observed on imaging. The team used clot extraction/cerebral protection device to remove the clot burden seen on the pump inlet, and on day 14 she received a heart transplant. During the support the heparin anticoagulation had been stopped due to an access site bleed. The reported bleeding is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The patient survived the event to date and no other information was found pertaining to the impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1, d4 catalog number updated.